Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided when the inspection results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the diffuser was not purged.

Manufacturer narrative:
(B)(4). We received one used, empty easypump ii lt 100-50-s in open packaging. The received sample was taken to a visual inspection. Damages or manufacturing faults were not detected at the sample. At the received sample the white tube clamp is closed. The original wing cap was handed over by the customer, the patient connector was closed with the original closing cone. After opening the top cap and removing the closing cone, we detected liquid at the filling port (lli-cone). Furthermore, we detected no crystallized drug residues at the lla-cone of the patient connector. In addition, the sample was filled up to the nominal volume with nacl 0.9% and a functional test respectively a leak test was carried out. After waiting for a while the pump did not work (solution was not running). Then the pump was squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the pump did not work (solution was not running). The tested sample is not in accordance with our requirements. We have informed our manufacturer accordingly. Statement: received one piece of used, filled of easypump ii lt 100-50-s in open packaging. In as received condition, clamp clip is closed and wing cap is still attached to the pump. Big top cap is opened and discofix cap is removed. Detected crystallized residue at cap valve. Wing cap is removed and clamp clip is released. No flow is observed. The complaint sample is not working. No other deviation is observed at the pump. Analysis: complaint sample is dissected by section to investigate the possible contributor of blockage. Complaint sample is dissected at section a (microbore tube; before male luer lock). Immediately observed flow of solution. Part a is tested for leakage test. No air bubble is observed. Part a is then viewed under smart scope. Observed glass tube lumen is blocked indicated by black lumen. Conclusion: complaint sample is not working due to blockage at glass tube. Corrective measures have been initiated and are documented under CAPA (B)(4). Justification: justified. Reviewed the device history record and no abnormalities found during in process and final control inspection.